Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: damage ¿ power cable: kink in white power cable and broken strain reliefs the reported event of low voltage alarms was confirmed via log file analysis. The reported event of a tilted pin inside a power lead was unconfirmed. A review of the submitted event log file contained data spanning approximately 2 days ((B)(6) 2023 ¿ (B)(6) 2023 per timestamp). Throughout the entire log file, while connected to battery and mpu power, the voltage values on the black power cable was intermittently lower than expected due to relative state of charge (rsoc) fluctuations. The black power cable rsoc voltage fluctuations caused intermittent low power advisory alarms to activate. Additionally, on (B)(6) 2023 at 0:48:27 and 9:58:40, the black rsoc voltage dropped low enough to cause power cable disconnect alarms to activate. Pump operation was not affected. A review of the downloaded event log file contained data spanning approximately 2 days ((B)(6) 2023 and (B)(6) 2023 per timestamp). Throughout the entire log file, while connected to battery, power module, and mpu power, the voltage values on the black power cable was intermittently lower than expected due to rsoc fluctuations. On (B)(6) 2023 from 10:19:14 ¿ 12:42:09, intermittent low power advisory and power cable disconnect alarms activated due to black power cable rsoc voltage fluctuations. Pump operation was not affected. The heartmate 3 system controller (s/n: (B)(6) was returned for analysis. The pins of the power cables were in unremarkable condition. The system controller underwent functional testing. The resistance of the wires in the power cables were individually measured and raised resistances were observed on most of the underlying wires. The cable jackets were removed, and fluid ingress was found; however, there was no damage to the underlying wires. Despite the wire fatigue and fluid ingress, the system controller was able to operate a pump without issue for extended operation. No alarms were reproduced. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined; however, the observed wire fatigue within the controller¿s power cables could have caused the event to occur. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including low voltage and power cable disconnect alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced intermittent low voltage alarms on the clinic's power module. The alarms typically occurred with the patient's movement. Visual inspection revealed no driveline silastic compromise. The physician wanted the case escalated to determine the cause. The event log file recorded several low power advisory events that occurred while the patient was using battery power and once while on mobile power unit (mpu) power. All of the events were associated with a brief reduction in the relative state of charge (rsoc) signal values of the black power lead. A voltage reduction was not recorded during these events. These events might have occurred due to an issue with the black power lead of the system controller. Evaluation of the system controller and black power lead revealed that one pin inside the lead was slightly tilted but no other visible damage was noticed. Low voltage alarms continued to occur during analysis. A controller exchange was performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.